Event description:
It was reported that during a right hemicolectomy, the device blocked. No patient consequence mentioned.

Manufacturer narrative:
(B)(4). Batch #: 460a99. Additional information was requested, and the following was received: did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Response: device blocked. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload not loaded in the device. In addition, a tyvek was received along with the device. The reload had the proximal 10 drivers up and the remaining drivers down with staples present and a swing tab in the unlocked position. Also, the knife is not completely within the doghouse. The device was tested for functionality with the returned reload and the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The swing tab in the unlocked position and the knife slightly exposed is consistent with an improper loading technique. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.